Manufacturer narrative:
Concomitant products: product ID: 97791, lot# n391926, implanted: (B)(6) 2013, product type: accessory . Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported stimulation in an undesired location. The trial was noted to have been perfect; it addressed the pain in the lower legs and feet. Stimulation with the implant was only at the knee level and he would feel it in his sides (flank). This was occurring daily. No trauma/falls or medical tests/electromagnetic interference (emi) occurred or could be related. The patient was redirected to their healthcare provider (hcp). It was noted that the patient was going to find a new physician. During the implant operation, he was woken up to see if placement was good. It was not. It was not in his feet. He was told it was fine and to come back in a week once healed up. Stimulation was still not correct. The patient was told the lead moved a little bit but not much and that he'd have to see a surgeon to have it corrected. Another doctor was seen for a second opinion but he could only implant, not manage. The patient had met with 2 different manufacturer representatives (reps), both of who said a lead revision was needed. It was noted that the implant/managing doctor had not been seen since 2013. Additional information received from 2 reps reported that one rep did not remember the patient. He did not believe he had seen a patient by that name. The other rep confirmed seeing the patient on (B)(6) 2015 but there was no mention of a lead migration or possible revision. Nothing was marked as abnormal for the visits. The rep did not fully remember what was done at the visit but he would've made a notation if there was a possibility of an intervention of any sort or if there had been any concerns. It was also noted that neither rep had talked to the patient around this time. Relevant medical history included spinal pain, reflex sympathetic dystrophy (rsd), and had 3 back surgeries prior to being implanted. Further follow-up was not required.